Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent pelvic floor repair on (B)(6) 2005 and mesh was implanted. It was reported that she experienced painful vaginal discharge in 2014. It was reported that the patient underwent a procedure to excise the mesh on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a colonoscopy, by dr. (B)(6), at the same time the tvt was implanted on (B)(6) 2005. It was reported that, at that time, experiencing cystocele and rectocele.  On (B)(6) 2015, experienced mesh exposure above the introitus posteriorly. At that time, the entire posterior mesh was removed due to infection.